Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On jun 13, 2017: legal medical records received. Pfs alleges pain and suffering associated with hip revision with surgical scarring and metallosis. After review of medical records for the MDR reportability, it was stated that the patient underwent surgical irrigation and debridement due to metal-on-metal complication and infected right tha. Operative notes noted a significant metallosis type debris and some milky white fluid consistent with either infection or metallosis. There was also noted to be some metallosis and necrosis of the anterior soft tissues at the interior and inferior border of the abductors. The significant portion of the trochanter was loaded in full metal debris. It was also reported that during the completing of the debridement of the trochanter, they did notice that patient's mean arterial blood pressure had significantly decreased. The anesthesia team was having difficulty keeping this in appropriate range with the pressors, so the medical team decided to quickly close the wound to allow the patient return to a supine position and likely transfer the patient back to the ICU. On (B)(6) 2015, when patient was stabilized, he underwent surgical explant of the right tha and insertion of antibiotic spacer. On the operative notes it was stated that there was metallosis throughout the proximal femur and hip, and within the capsule and screw holes in the acetabulum. The femoral head had no signs of corrosion. Metallic debris was noted throughout working their way up to the ilium. Pfs states that the patient had deceased; however, there are no records of his decease date.

Event description:
Ppf alleges elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).